Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted but not used due to placement difficulty. The lead was unable to be placed in the preferred branch of the vein. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.